Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the valve was explanted since the patient is complaining of high pressure headaches. The dr. Thinks there is something wrong with the valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, no problem was noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was retested for programming. The valve passed the test. The syphonguard was removed. The valve was then pressure tested , the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball and cam mechanism. The stator was dislodged from the base plate, no damage were noted on the valve casing. Corrosion was observed on the stator. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 14th june 2005. The root cause of the valve occlusion and pressure problem was due to biological debris found on the ruby ball and cam mechanism. The root cause(s) of the stator dislodgement could not be determined. Dr was initiated to collect data related to galvanic corrosion within stator of hakim valves. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.